Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the cartridge was dislodged while the customer was removing the pump case from the pump during a scheduled supply change. There was no impact to the customer¿s blood glucose.